Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Based on the electronic records downloaded from the device, it was determined that the users had likely placed on object on top of the device which repeatedly pressed the on/off button, resulting in 15.3 hours of on-time. This caused the device's internal hybrid layer capacitor (hlc) batteries and the previous charge-pak battery charger to become depleted. An internal physical inspection of the device was performed and no discrepancies were observed. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was use error and not the result of a device malfunction.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.